Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed in person. The patient has consulted with the healthcare professional. It was reported that the patient experienced trauma due to MRI. The patient underwent bilateral replacement surgery with catalog number 3508004bc; serial number (B)(6) on the left side, and with catalog number 3506501bc; serial number (B)(6) on the right side on an unknown date.

Manufacturer narrative:
On march 14, 2024, mentor became aware of the updated replacement devices used on february 21, 2024 as catalog number 3503001bc; serial number (B)(6), on the left side, and catalog number 3503001bc; serial number (B)(6), on the right side. On march 15, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 27, 2024, device evaluation was completed as follows: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant have a tear on the posterior view, measuring approximately 6 cm. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 12, 2024, mentor became aware that the date of bilateral replacement surgery is (B)(6) 2024. Hence, fields d6b for explantation date is (B)(6) 2024. Manufacturer¿s reference number: (B)(4).